Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by severe abdominal pain and loose motion (diarrhea). The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with fortum injection 1 gram intraperitoneally for fifteen days (frequency not reported), amikacin injection 250 milligrams for fifteen days (route and frequency not reported), and vancomycin injection 2 grams (route, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment was ongoing. It was not reported if dianeal therapy was ongoing. The patient was recovered from the peritonitis and the peritoneal effluent fluid was clear. No additional information is available.